Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. The reason for call was to request assistance with making adjustments to their settings. Patient stated that a while back, maybe a couple months ago, they had a procedure where they put needles in their fingers to test their neuropathy. Patient stated they did not turn their device off for the procedure. Patient mentioned that after the procedure, they had more trouble with their bladder and bowel. However, later in the conversation, patient reported having hard stools ever since ins was implanted. Patient said that their stool was very hard and pebble-like, until recently after starting antibiotics, which has softened it. Patient reported that for the last couple of months they can't make it to the bathroom in time and have urinary incontinence. Agent walked patient through connecting to their settings and increasing the stimulation to a comfortable level at bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient reported they have not seen their managing health care provider (hcp) for a long time. Patient mentioned they are getting ready to have a coloscopy and endoscopy. Agent reviewed guidelines around those procedures. Additional information was received from the patient on (B)(6) 2025. They reported ongoing concerns with therapeutic effect. Patient stated when they followed up with managing hcp following their last call, they found out that the doctor had died. The other doctor in the same practice met with the patient but does not work with the company's devices, and told the patient it doesn't work for everyone. Patient is hoping to seek out a trained managing physician who can perform a device check. Agent e-mailed physician listings. The patient also requested assistance changing programs but did not have the programmer charged at the time of the call. Patient will call back tomorrow. Additional information was received from the patient on (B)(6) 2025. The caller called back with external equipment, caller repeated issues about constipation and going in their pants. Caller noted that they had a couple falls in 2023, but they didn't think any would impact the device. Caller has turned the therapy off and back on for various things in the past (unrelated medical procedures) and always felt stim after turning it back on. The caller noted that once they have a nerve test with needles and forgot to turn off the device and later that night they felt pain in the heart like they were having a heart attack. During the caller the caller had all programs up to 6.0 and did not feel any stim at all. Agent redirected caller to their hcp. The caller noted that they have worked with various company reps. During the first year of the implant they worked with a company rep who helped them make adjustments because it was not working. Later the patient worked with a company rep that met them at their doctor's office who helped them increase the stim. The caller did not know that reps' name, only their gender.